Event description:
It was reported by a nurse practitioner that she could not program or run diagnostics with her handheld device. She ran system diagnostics and the handheld kept running without displaying the results screen. The nurse practitioner switched to a different handheld but used the same programming wand and was able to interrogate, program and perform diagnostics on the pt. Good faith attempts to retrieve the product for product analysis and obtain pt's info have been unsuccessful to date.